Event description:
It is reported that during impaction of the femoral trial, the pad on the mis impactor/extractor broke in half. A secondary mis impactor/extractor is kept at the hospital and case was finished with that; however, it too broke during impaction of the femur. Fortunately, case was able to be finished after both pads broke without any further delay or any harm to the patient.

Manufacturer narrative:
Evaluation summary: the devices have to function under high impact loads. Normal wear and tear during repeated use appears to be the cause for the reported condition. Evaluation: both devices exhibit fracture damage. The anterior section of one device has fractured off. The fractured section was not returned with the complaint for review. The device history records could not be reviewed due to insufficient information (no lot number). The devices meet specifications as measured. There is no indication that design or manufacture contributed to this outcome. Based on the investigation, the need for corrective action si not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.